Event description:
It was reported that pump generated cartridge alarm 30 and caller mentioned having previous similar cartridge alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, submitted loaner pump form, and had replacement pump order processed, while technical support arranged pump replacement, verified billing details, awaited required forms, and then closed case with no further assistance needed.